Manufacturer narrative:
For one event: 1. Summary of investigation results: the root cause was due to a maintenance issue (misadjusted sample/reagent probe liquid level detection voltage). 2. Summary of follow up/corrective actions taken: the field service engineer cleaned the sample/reagent probe, sipper, mixer, and water tank. He then checked the sample/reagent voltage monitoring and adjusted it. For one event: 1. Summary of investigation results: the investigation determined that the root cause was consistent with a maintenance issue due to an exceeded lifetime of the measuring cell. 2. Summary of follow up/corrective actions taken: the field service engineer changed the measuring cell. For both events: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of questionable high results for 1 patient tested for elecsys ft3 iii and for 2 patients tested for elecsys tg ii on cobas e411 rack systems. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.